Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 850 ventilator was inoperable. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing. Covidien has requested info from the customer if the alleged malfunction occurred while in patient use. This info has not been made available. If the customer provides further info a follow up report will be submitted.